Event description:
The device was serviced at baxter. During service, the pump was inspected and would not turn on. Damaged battery was found. According to the hospital rep, no pt injury or medical intervention has been reported. Although baxter attempted to obtain information, no additional contact information was available.